Event description:
Customer reported an overinfurion a as50 pump that occurred during routine biomed testing with no pt injury, intervention, or involvement reported. Customer reported that colored water was set to infuse at a rate of 20 and delivered 22.